Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient had developed a pneumothorax requiring placement of a chest tube. The biopsy was taken from the left lower lobe of the lung. The physician was not certain about the cause of the pneumothorax; however, the nodule was close to the pleura. During the procedure, there was a catheter connection issue that was reported by the customer. An intuitive surgical, inc. (Isi) technical support engineer (tse) was able to assist the customer with resolving the issue. The physician did not believe the pneumothorax was related to the catheter issue. Isi has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.